Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after a remote transmission indicated that the left ventricular lead exhibited high impedance. The device was reprogrammed and the patient would be followed normally.